Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was worn down and would no longer work to charge the pump. Customer's blood glucose value was reportedly not affected. Replacement cable was sent to the customer.